Manufacturer narrative:
Mfg site ID was updated to 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger found no anomaly. Analysis of the desktop charger found the plug was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37651, serial# (B)(4), product type recharger. Product ID 37761 lot# c0429796, product type recharger . Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37651, serial# (B)(4), product type: recharger. Product ID 37761, product type: recharger.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the recharger was broken and not charging. The recharging system was tested multiple times without success. A different desktop charger was used, but the recharger was not charging and would not turn on. The patient's implantable neurostimulator (ins) was discharged and had turned off. The patient was without stimulation due to not being able to recharge and their tremor symptoms were no longer controlled. The ins had turned off due to being discharged since the last charging session did not occur properly due to the recharger malfunctioning. The recharging system was replaced. After the recharging system was replaced, the patient was able to charge the ins and turn stimulation back on. The issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No patient complications were anticipated. The patient's indication for use is essential tremor.